Event description:
It was reported the device was in voltage mode in (B)(6) 2013 but it was changed to ¿cm¿ due to unstable impedances. Additional information received reported the cause of the issue was not determined.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).